Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05704. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2008 and (B)(6) 2008 and a sling was implanted . It was unknown which date the sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent excision of vaginally exposed mesh in perineum on (B)(6) 2012.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with hysterectomy due to pelvic organ prolapse, stress urinary incontinence, and urethral hypermobility. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, recurrent urinary tract infections, blood in urine, kidney problems and recurrence of stress urinary incontinence. It was reported that patient underwent partial mesh removal on (B)(6) 2011 due to mesh erosion and infection. No additional information was provided. (B)(4).